Manufacturer narrative:
Concomitant medical devices: 407652, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode showed one beat that was unable to confirm capture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.